Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed during product evaluation. This condition was caused by depleted main batteries. The main batteries were replaced to correct the reported condition. Additional information: similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). Upon further investigation, the root cause was assigned to use/user error.

Event description:
The facility reported a colleague infusion pump with a damaged battery. The event was reported to have occurred upon power up in biomedical service department. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.